Event description:
It was reported to boston scientific corporation that during an endoscopic retrograde cholangiopancreatography (ercp) procedure, the dreamtome reportedly ''bowed unevenly.'' The procedure was completed this device, with no complications to the patient, whose condition at the conclusion of the procedure was reportedly ''stable.'' Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that during an endoscopic retrograde cholangiopancreatography (ercp) procedure, the dreamtome reportedly "bowed unevenly." The procedure was completed this device, with no complications to the patient, whose condition at the conclusion of the procedure was reportedly "stable." Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The exact patient age is unknown; however, is reported to be over 18 years old. (B)(4) cutting wire failed to align (bowed out of plane). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device found that the working length/distal tip was twisted. The exposed cut wire was bent. Additionally, the extrusion at the distal tip was ripped from the wide brown band where the manufactured open guide wire channel ends to the tip, tearing open the closed extrusion through the distal tip. A functional evaluation found that the device meets the bowing specification, but the bowing was not in plane due to bent wire, twisted tip and ripped extrusion. During manufacturing, tome devices are 100% inspected so the condition of the device is likely due to procedural factors. Therefore, the most probable root cause is operational context. The device history record review found the device met all manufacturing specifications.